Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and three three-way stopcocks was returned for evaluation. No packaging or introducer was returned. The balloon inflated but failed to maintain its inflation due to an interlumen leak inside the backform, between the inflation lumens and the distal lumen. The proximal injectate and infusion lumens were patent without any leakage or occlusion. No visible damage to the balloon or returned syringe was observed. No fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of the thermal filament circuit was within specification, measuring 37.17 ohms. Catheter failed in vitro calibration on the vigilance ii monitor. The optic fiber was removed from the catheter and found to be kinked in two locations. The first kink was found inside the optic connector strain relief and the second kink was located 4cm distal of the backform. The catheter body was found to have slight indentations at 4cm distal of the backform. An x-ray of the backform showed what appeared to be a void. A cut down of the backform was performed and a gap was found at the end of the inflation and distal extension tube creating the leak. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon did not inflate during use. There were no patient complications reported.